Manufacturer narrative:
No patient information required as the event did not occur during surgery. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported that the positioning sensor unit on the s7 was cycling. Rep said it was working properly for a while to complete a microscope calibration and then after rebooting, the cycling happened again. There was no patient present.